Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that once the angio-seal device was placed, the anchor could not be deployed. Manual compression was applied for 15 minutes to achieve hemostasis, and compression bandage was applied for six hours. There was no harm to the patient, and the patient was treated as intended.

Manufacturer narrative:
One 6fr angio-seal sts plus was received for product evaluation. No accessory components were received. The returned device was subjected to visual analysis. The carrier tube assembly was properly mated with the hemostasis sheath. The deployment sleeve was in the rear lock position with the color bands fully exposed. The hemostatic sheath was splayed open at the distal tip. The anchor could be seen exposed in the cut of the hemostasis sheath. For functional testing, digital pressure was applied to the anchor. The device deployed as intended. The cut in the hemostasis sheath appeared to be done manually as there were multiple indentations indicating multiple attempts were made to cut the device. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation, the device was not placed in the full forward lock position and obstructions to the anchor posting to the distal tip of the hemostatic sheath. However, the exact cause of the reported event cannot be definitively determined based on the available information.